Manufacturer narrative:
Product event summary: three image files were returned and analyzed. The image files indicated that the mapping was conducted using the prism 1 software. The mapping images showed that radiofrequency ablation was delivered on the tricuspid valve. In conclusion, the clinical issue of ventricular fibrillation occurred during the procedure. The device was discarded at the facility. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The patient was externally cardioverted back into sinus rhythm.

Event description:
It was reported that during use of the sphere catheter for a cardiac ablation procedure, after radiofrequency was applied to the tricuspid valve on the cavotricuspid isthmus (cti) line, the patient experienced ventricular fibrillation for several seconds. The procedure was completed after the sphere 9 catheter was moved further from another manufacturer's implantable cardioverter defibrillator. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.